Manufacturer narrative:
Additional information: the results of the investigation are inconclusive since the device was not returned for analysis. Review of the log files revealed the device functioned as intended and there were no contributing anomalies. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with sjm specifications and procedures. The cause of the reported cardiac tamponade was unable to be confirmed and remains unknown. Per the IFU, cardiac perforation is a known risk with the use of this device.

Event description:
Related manufacturer reference 3005188751-2014-00153, 3005188751-2014-00154, 3005188751-2014-00155. Following an atrial fibrillation ablation procedure performed on a patient with complicated cardiac anatomy, a pericardial effusion occurred. After the ablation procedure was completed, the patient became hypotensive and an echocardiogram revealed a pericardial effusion originating from the left atrium. A pericardiocentesis was performed, which stabilized the patient, and no further intervention was required. There were no performance issues with any sjm device.

Manufacturer narrative:
(B)(4).